Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient woke up on the day of report with shaking. It was noted that the patient was not able to adjust stimulation. It was further noted that the display showed ¿call your doctor¿ icon. It was noted that there was a power on reset (por) condition. It was further noted that the patient leaves her stimulation on all of the time because when she turned stimulation on or off she felt a ¿shock.¿ it was noted that the patient cleared the por and then turned stimulation on. It was noted that when the patient felt the sensation they stated ¿ow.¿ it was noted that the patient¿s stimulation came on and her shaking went away. It was further noted that the patient had a therapeutic ultrasound done on her shoulder at physical therapy the day prior to report. It was noted that this was what caused the por.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v446435, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v446435, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care professional or manufacturer re presentative in (B)(6) 2013 and the patient's concerns were resolved. It was noted the patient still had concerns regarding the device or therapy but was working with their doctor or manufacturer representative and had an appointment on 2013 (B)(6).